Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter was displaying an ¿error 2¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged error message began to appear on (B)(6) 2016 at 9:30pm. The reporter informed the csr that the patient does not take any medication to manage his diabetes and claimed the patient continued to follow his usual diabetes management routine in response to the alleged issue. The reporter claimed the patient developed symptoms of ¿shakiness and frequent urination¿ immediately after the alleged issue began but denied the patient received any medical treatment. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The csr confirmed the correct test strips were being used for testing however, the incorrect testing process was being followed by inserting the contact bar with blood applied, into the meter. The csr walked the reporter through a retest and the alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged error message began to appear.